Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "turned off by self" was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The temperature sensor calibration and release testing will be performed for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump turned off by self. This occurred during patient transport to the catheterization laboratory with epinephrine infusing. The pump was restarted to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d5, h6: type of investigation (replace b11 with b14), h11. Correction: h11 (previous reference to service history - there was no previous service). H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Further review of the event history log identified user-initiated pump power off events. The device was powered back on ~1.5 mins later for an event. This power off event was caused by the user stopping the pump and then similarly 5 seconds later shutting down the pump. That power off was about 5 seconds after programming a 50 ml vtbi for an epinephrine infusion that was started about two hours earlier. Since the pump was already stopped for the vtbi change, it did power off as expected. Should additional relevant information become available, a supplemental report will be submitted.